Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-aug-2025, the user reported that they experienced hyperglycemia with a blood glucose of 343 mg/dl. The user was able to treat the high blood glucose by remaining on ilet therapy without assistance from a caregiver. The user did not eat since lunch which included a slice of bread, a little pepsi, and 3 pieces of watermelon. No emergency medical services or hospitalization was required.